Manufacturer narrative:
(B)(4). Batch # p57z07. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. In addition another cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: m5541c, fully fired.

Event description:
It was reported that during a semi-open pneumonectomy, oozing occurred at the first firing. It was also reported that the knife stopped at the distal end of the jaws and did not return to the home position after the 2nd firing. The device was used on the blood vessel. It was found that a few staples came off from the device when the device was knocked to the table. Another device was used to complete the case. There were no adverse consequences to the patient.